Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture at 8 volts and no atrial activity was present on the atrial channel. The patient reported a "sensation" in the area of the pocket. The ra lead was turned off and the device currently programmed to a single chamber mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: 2008-(B)(6). (B)(4).